Manufacturer narrative:
Refer to the evaluation summary below for the results of the engineering evaluation. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not rotate the contralateral leg endoprosthesis delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Evaluation summary - the contralateral leg component was returned to gore and an engineering evaluation was performed. The device was returned with the leading end of the delivery catheter broken at the trailing olive. Twisting was seen at the broken end of the polyimide guidewire lumen. There was no loose fiber at the end of the deployment line indicating that the deployment line had broken. No damage was seen on the leading olive. The findings from the evaluation, except the reported broken deployment line, are consistent with the reported observations. Based on the findings from the evaluation of the deployment line, the reported observation of the deployment line breaking could not be confirmed. The root cause for the broken leading end of the catheter could not be determined with the currently available information. However, engineering indicated that use outside the IFU likely contributed to the broken leading end of the catheter, specifically rotating the device and advancing outside the sheath. The root cause for the partial deployment could not be determined with the currently available information.

Manufacturer narrative:
UDI for this lot: (B)(4). - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an 8 cm abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported the 12 fr sheath used during the procedure was not advanced all the way into contralateral gate. During advancement of a contralateral leg component into the contralateral gate, there was reportedly some resistance due to tortuosity and the large aneurysm size. It was reported that after applying forward pressure on the device and torquing the delivery catheter multiple times, the device was advanced into position for deployment. During deployment of the device, the deployment line reportedly broke with 3 cm of the device remaining undeployed. It was reported that after the physician pushed the catheter slightly forward while allowing the aortic blood pressure to increase, the device completely opened in its intended location. As the delivery catheter was being retracted back into the sheath for removal, the polyimide wire and leading olive detached from the delivery catheter and remained within the patient. It was reported that no resistance was felt during retraction. However, it was reported that the forward pressure and multiple torquing applied during advancement of the device may have caused or contributed to the catheter breakage. The detached polyimide wire and leading olive was successfully removed from the patient using a snare catheter. Final imaging showed good placement of the devices with exclusion of the aneurysm, and the patient tolerated the procedure.